Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-mar-2023 . H6: investigation summary it was reported there was no label on the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe barrel label is missing. No other defects or imperfections were observed. This defect could occur if there is a jam at the syringe barrel labeler machine. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe was missing the label. The following information was provided by the initial reporter: noticed when opened plastic wrapping that there was no label on the syringe or markings of any kind.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe was missing the label. The following information was provided by the initial reporter: noticed when opened plastic wrapping that there was no label on the syringe or markings of any kind.